Manufacturer narrative:
Device passed rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had drive count or time error. Customer¿s blood glucose level was unknown. Customer reported that they had already replace their insulin pump three time. The insulin pump will be returned for analysis.